Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous right coronary artery (rca). The lesion was predilated and a taxus express2 3.0x24mm drug eluting stent was advanced to the lesion, but could not be advanced past the mid rca. Several attempts were made with two different guide wires and the lesion was predilated again, however, stent placement was still unsuccessful. Upon removal of the device, it was noted that the edge of the stent was lifted. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis is unable to be performed. A review of the mfg records found that the device met material, assembly and product specs. The most probable root cause of this complaint is operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure.